Manufacturer narrative:
Correction report is being filed to update h6 (evaluation conclusion codes). Device evaluated by MFR: the coil introducer, retaining clip to hold coil and the coil plunger were returned for analysis. Visual inspection was performed, and no damages were observed in the sections returned. A picture was received in the event; however, the picture does not show the problem or the reported device. Based on analysis of the returned product, the reported allegations can be confirmed, as the device was used at the coronary artery.

Event description:
It was reported that the coil was placed at the opening of the coronary artery, requiring snare for removal. The target lesion was located in the left anterior descending branch. A 4mm/4mm complex helical-18 coil was selected for coronary artery fistula embolization. During the procedure, a microcatheter was selected to superselect the target artery. However, during the release process of this coil, the assistant moved the microcatheter, resulting in the coil being placed at the opening of the coronary artery. A snare was used to remove coil, and the procedure was completed with another of the same device. The patient condition following procedure was stable. It was further reported that the target lesion was non-stenosed, moderately tortuous and non-calcified. Furthermore, no device fragments were left inside the patient's body.

Event description:
It was reported that the coil was placed at the opening of the coronary artery, requiring snare for removal. The target lesion was located in the left anterior descending branch. A 4mm/4mm complex helical-18 coil was selected for coronary artery fistula embolization. During the procedure, a microcatheter was selected to superselect the target artery. However, during the release process of this coil, the assistant moved the microcatheter, resulting in the coil being placed at the opening of the coronary artery. A snare was used to remove coil, and the procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information correction to field d4: lot number from 0033101936 to 0025745710.

Event description:
It was reported that the coil was placed at the opening of the coronary artery, requiring snare for removal. The target lesion was located in the left anterior descending branch. A 4mm/4mm complex helical-18 coil was selected for coronary artery fistula embolization. During the procedure, a microcatheter was selected to superselect the target artery. However, during the release process of this coil, the assistant moved the microcatheter, resulting in the coil being placed at the opening of the coronary artery. A snare was used to remove coil, and the procedure was completed with another of the same device. The patient condition following procedure was stable. It was further reported that the target lesion was non-stenosed, moderately tortuous and non-calcified. Furthermore, no device fragments were left inside the patient's body.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information correction to field d4: lot number from 0033101936 to 0025745710. Device evaluated by MFR: the coil introducer, retaining clip to hold coil and the coil plunger were returned to our post market quality assurance laboratory. Visual inspection was performed, and no damages were observed in the sections returned. A picture was received in the event; however, the picture does not show the problem or the reported device. Based on analysis of the returned product, the reported allegations could not be confirmed, as no damages were found during the product and media inspection that could have contributed to the reported issue.

Event description:
It was reported that the coil was placed at the opening of the coronary artery, requiring snare for removal. The target lesion was located in the left anterior descending branch. A 4mm/4mm complex helical-18 coil was selected for coronary artery fistula embolization. During the procedure, a microcatheter was selected to superselect the target artery. However, during the release process of this coil, the assistant moved the microcatheter, resulting in the coil being placed at the opening of the coronary artery. A snare was used to remove coil, and the procedure was completed with another of the same device. The patient condition following procedure was stable. It was further reported that the target lesion was non-stenosed, moderately tortuous and non-calcified. Furthermore, no device fragments were left inside the patient's body.